Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a yankauer. Health canada reported that a the mother of a 4 year old patient reports that she was using the device to suction her child when the tip of the device broke off. The piece is still partially attached to the device. The mother indicated that the tube was not bitten. Upon further clarification from a covidien clinician, the reported incident is more clearly described as the customer reported that during suctioning, the yankauer¿s tip partially broke off. No medical intervention/serious injury reported.

Manufacturer narrative:
The product was manufactured on 01/24/2014. The device history record (DHR) was reviewed indicating that product was released accomplishing all quality standard requirements. There were no non-conforming issues reported during the production of this product for a similar condition as reported in this complaint. A decontaminated sample with lot number 402427664x was received for evaluation. The reported condition was confirmed. After performing visual inspection per procedure the issue was observed. The inspection found damage to the tip of the device, it was found in a broken condition. After visual analysis with the microscope, the tip of the yankauer shows evidence of damage with deep marks next to the broken area. This condition, a fracture/broken yankauer, can be produced only if extreme stress was applied. The reported condition was duplicated 3 times with the same results; using pressure with pliers, oppressing with leverage on a solid base, and biting the tip of the yankauer. Dimensional analyses of the tip of the yankauer was performed on the 8 cavities with no problem found. Based on the information available in this complaint report, a root cause for the condition reported by the customer and after the analysis of the sample and 3 duplicated tests, it was determined the damage of the device was a result of extreme stress on the tip of the yankauer. There was no problem found in the process identifying a manufacturing issue. Based on the information available and the investigation of the condition reported, a corrective action is not deemed necessary at this time. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(6). An investigation is currently underway. Upon completion, the results will be forwarded.